Manufacturer narrative:
This record is a duplicate of mfg record # 1119421-2019-00257. There will be no further reports sent in under this mfg number as this record will be canceled. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that a cartridge was damaged during the injection of the implant. The surgeon had to use another implant. Additional information has been requested.